Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the severely tortuous and severely calcified right iliac artery. The physician advanced the wanda pta balloon dilatation catheter and attempted to predilate the lesion. During the first inflation to an unspecified number of atms, the pressure did not go up. The physician suspected that the balloon had ruptured and used a different balloon and the same inflation device to complete the procedure. No patient complications were listed and the patient's status was reported as 'good'. This product is only ous approved but it is similar to an approved us device.